Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were numerous motor stalls and were confirmed by the nurse that refills the pt's pump. The pt felt that "he was going through withdrawal off and on for some time now." It was stated that the pump stalled on (B)(6) 2011 for 2 days. During that time the pt "slept for 30 hrs and later woke up vomiting, was cold and very weak." The current managing physician did not do implants. Pt was admitted on (B)(6) 2011 but then discharged on (B)(6) 2011 and were told "they did not accept new pts." Another hosp said replacing the pump was not an emergency and the doctor was called twice and nothing thereafter. The drugs infused via the pump were morphine, clonidine and bupivacaine (marcaine), status current. Add'l info has been requested, but was not available as of the date of this report.